Event description:
It was reported while using bd alaris¿ pca module set empty monoject¿ syringe barrel IV set assembly foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: on 02mar2023, leiters qc rejected 16 syringes during incoming visual inspections due to particulates discovered on the rubber stoppers and exceeded leiters internal reject limit of (B)(4) of sample size. See attachment 1 for reference. Syringe, sterile, monoject barrel, rodless, 35ml, pk10, covidien.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 28-mar-2023. H.6. Investigation summary: sixteen samples were received for quality investigation. The samples were forwarded to the supplier of the syringe bodies, cardinal health (covidien). Cardinal health (covidien) acknowledges that samples were submitted for the foreign matter complaint. The investigation of the samples submitted was conducted and it was determined that the complaint did not meet the criteria for cardinal health's internal process and therefore, no further action will be taken. This is the first report of foreign matter for the material number and lot number reported and cardinal health has been contacted and informed of the reported issue. Samples have been forwarded to cardinal heath for evaluation. The root cause was not determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using bd alaris¿ pca module set empty monoject¿ syringe barrel IV set assembly foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2023, leiters qc rejected 16 syringes during incoming visual inspections due to particulates discovered on the rubber stoppers and exceeded leiters internal reject limit of 6% of sample size. See attachment 1 for reference. Syringe, sterile, monoject barrel, rodless, 35ml, pk10, covidien.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is four oaks. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd alaris¿ pca module set empty monoject¿ syringe barrel IV set assembly foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: on 02mar2023, leiters qc rejected 16 syringes during incoming visual inspections due to particulates discovered on the rubber stoppers and exceeded leiters internal reject limit of 6% of sample size. See attachment 1 for reference. Syringe, sterile, monoject barrel, rodless, 35ml, pk10, covidien.

Manufacturer narrative:
Correction: h6: imdrf annex c grid: c16 h6: imdrf annex d grid: d03 h6: investigation summary sixteen samples were received for quality investigation. The customer complaint of foreign matter was verified by inspection. Foreign matter could be seen between the stopper and syringe body. The samples were forwarded to the manufacturing facility for further investigation. Based on all the information provided by the customer and through visual inspection of the return samples, particle contamination was observed. The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A possible root cause could be that the process was not followed correctly.